Manufacturer narrative:
A field service engineer (fse) was dispatched: the fse found no vacuum pressure for the mc probe wash collar. The fse removed the collar wash valve and found a clot stuck inside. The fse cleaned the valve and re-assembled. The system was resumed.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a leak from the modular chemistries (mc) probe on unicel dxc 800 pro synchron clinical systems. No injury was reported on this issue.